Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the capsule was unable to support the lens during the procedure. The lens was removed and replaced with the same model lens. There was no incision enlargement but suture(s) were placed. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. Based on the current information the exact root cause of the event could not be conclusively determined. However, it is possible that user-related factors may have caused or contributed to the event, as the user facility reported the capsule could not support the lens.